Event description:
The company was made aware that the patient's internal device was explanted due to (B)(6) infection. The patient was reimplanted with another advanced bionics cochlear implant. Advanced bionics is in the process of gathering more information.